Event description:
Related manufacturer report number: 2017865-2022-01687. It was reported that the patient presented in clinic for a procedure due to repeated noise, noise reversion on the right ventricular (rv) lead. The rv lead's impedance was within normal range but had decreased (200 ohms). The pacemaker was removed from the pocket and it was observed that the rv lead's impedance went back to normal levels (400 ohms). When the pacemaker was programmed unipolar to tip it was noted that there was no sensing nor electrocardiograms but there was sensing through the pacing system analyzer (psa). The rv lead was tested with the psa and exhibited acceptable pacing and sensing characteristics. When the rv lead was connected to the pacemaker again, noise, unacceptable pacing and sensing was seen again. The atrial lead was placed in the pacemaker's rv port and anomalies were also reproduced. It was determined that the issues observed were related to the pacemaker header. It is noted that the pacemaker is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. There were no additional complaints on the rv lead. There was no complaint on the atrial lead. The atrial and ventricular leads remained implanted. The pacemaker was explanted and replaced. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2022-01687. It was reported that the patient presented in clinic for a procedure due to repeated noise, noise reversion on the right ventricular (rv) lead. The rv lead's impedance was within normal range but had decreased (200 ohms). The pacemaker was removed from the pocket and it was observed that the rv lead's impedance went back to normal levels (400 ohms). When the pacemaker was programmed unipolar to tip it was noted that there was no sensing nor electrocardiograms but there was sensing through the pacing system analyzer (psa). The rv lead was tested with the psa and exhibited acceptable pacing and sensing characteristics. When the rv lead was connected to the pacemaker again, noise, unacceptable pacing and sensing was seen again. The atrial lead was placed in the pacemaker's rv port and anomalies were also reproduced. It was determined that the issues observed were related to the pacemaker header. It is noted that the pacemaker is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. There were no additional complaints on the rv lead. There was no complaint on the atrial lead. The atrial and ventricular leads remained implanted. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of header anomaly, low pacing impedance, pacing problem, and missing egms were confirmed. As received, the device's telemetry communication was normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.